Manufacturer narrative:
.

Event description:
Loughrey, john pr, et al. Dissociative mental state in a pt with an intrathecal drug administration system anesth analg 2002; 95: 1009-11. The pt developed a dissociative mental state with significant cognitive decline following intrathecal morphine therapy via a synchromed pump.